Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccuracy where the bg was around 180 mg/dl after meal and 120 mg/dl on "normal time". The patient couldn´t provide the cgm reading when he was experiencing inaccuracy. In the evening of 12/14, around 10:45 pm the patient experienced seizure when his wife found him in the bedroom he was unresponsive. The patient couldn´t recall the cgm reading before he had seizure and said that he has no other symptoms. His wife called 911 and paramedics arrived after 11:00 pm. No treatment or medication while waiting for the paramedics. They checked his manual bg, but they did not tell him the actual value. They administered IV fluid while on the ambulance. When he arrived at the emergency room (ER) around 11:30 pm, they checked his manual bg and spouse verified that it was 150 mg/dl while his cgm was showing 260 mg/dl. They removed his sensor and pump at the ER and administered IV fluid and potassium via IV. They also administered insulin via syringe. 10 units of long lasting and 4 units fast acting. He was discharged around 01:00 pm on (B)(6) 2025 (less than 24 hours). Before he was discharged, they administered 6 units of insulin via syringe and his manual bg was around 150 mg/dl. The patient was fine after the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.